Event description:
Follow-up information revealed the patient is doing better and the antibiotics has been downgraded from IV antibiotics to oral antibiotics.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was admitted to the hospital for fever, chills, and increased pain following an ipg replacement procedure on (B)(6) 2017. It was noted the patient received antibiotics IV and was treated with treated with wound vac additional information revealed the patient had an infection at the ipg site. As such, the patient underwent surgical intervention on (B)(6) 2017, wherein the scs system was removed. The patient remains hospitialized at this time.

Event description:
Follow-up information revealed the patient underwent testing and cultures revealed the infection has been cleared.

Event description:
Follow-up information revealed the long term plan for the patient was IV antibiotics for 6 weeks with PICC line and home health nursing. The patient remains on antibiotics at this time.